Manufacturer narrative:
Complaint conclusion: as reported in the bipal biopsy forceps survey, respondent number 3 indicated an inability to use the device successfully due to a ¿risk of myocardial lesion¿. The respondent also indicated hemorrhage due to ¿myocardial lesion at the right ventricle (rv) level which required surgery. They also experienced pericardial effusion and pericardial tamponade which required a pericardiocentesis. Perforation was also indicated which ¿required surgery due to tamponade¿. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿pericardial effusion¿, "pericardial tamponade", and "cardiac perforation" could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Tissue characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. As this is a product of a blind survey, no individual device or provider data was available. According to the safety information in the instructions for use, ¿the heart should be routinely monitored by ECG during the procedure. If strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the forceps. Complications procedures requiring biopsy forceps should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: bleeding and/or hematoma at the puncture site; perforation of the vessel wall or the myocardium; vessel trauma.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the bipal biopsy forceps survey, respondent number 3 indicated an inability to use the device successfully due to a ¿risk of myocardial lesion¿. The respondent also indicated hemorrhage due to ¿myocardial lesion at the right ventricle (rv) level which required surgery. They also experienced pericardial effusion and pericardial tamponade which required a pericardiocentesis. Perforation was also indicated which ¿required surgery due to tamponade¿. The device will not be returned for evaluation.